Event description:
The pt reports a scratch then infection within a few days of use of a fresh pair of lenses. The pt reports she then discontinued use for 10 days. Another fresh pair was opened and the pt reports another infection in the right eye. F/u with the ecp notes that the pt did not report infections, however she was seen for an infection recently. This is being reported as unconfirmed infection.

Manufacturer narrative:
This is being reported as unconfirmed infection. This report is associated with (B)(4) 9641392-2012-00037. Method: no lot info, no lenses, no device info, no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusion: no conclusion can be drawn. This is being reported as infiltrates and a small peripheral ulcer with no direct causal relationship established between the medical device and the incident. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional info.